Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00052 for the second report. It was reported by the (B)(6) that over the last several months an increase in leaking from the gastric and or jejunal port have occurred in a variety of sizes. The most recent incident occurred on (B)(6) 2016 within one month of placement and was changed due to leaking. The transgastric jejunal tube was replaced via fluoroscopy with no adverse effects to the patient. No additional information available

Manufacturer narrative:
The device history record for the lot number, aa5019n26, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was returned and evaluated. One (1) used sample was received without the original packaging. The molded head, tube and balloon appears to be discolored with foreign substances on the exterior and in the interior of the device. The balloon was filled with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The balloon was manipulated in order to try and identify a leaking area on the device. No leakage was observed. Both jejunal and gastric lumens were then infused with 5cc of methylene blue to see a clearer fluid pathway, and the fluid pass through their respective skives. After examining the balloon and balloon inflation port for leak, the jejunal port and gastric port were examined. There is no visible dried matter inside the ports or in the anti-reflux valve slits. When reviewing the opening of the anti-reflux (arf) valve under magnification (30x), the slit of the arf valve appeared to be in an open position. And when the jejunal lumen and gastric lumen were filled with water to pressurized from the distal end, using a syringe filled with water (by hand), there was leakage through the arf valve. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was reported on 16-mar-2016 by an interventional radiology nurse that a sample was being returned and the lot number provided was for device two but the sample was being returned for device one.